Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The cartridge was not returned for evaluation. Two photos of the same image were provided. One is a magnified version. The photos are of the lens implanted in the eye. There appears to a small piece of foreign material in the upper right quadrant in the area indicted with a blue square. The quality of the photo does not allow for a determination as to the nature or origin of the observed particle. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported approximately 10 cases during intraocular lens implant in which a plastic like material is in the eye after implant. The debris is removed without patient harm. Additional information is requested.